Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The approximately 70% stenosed target lesion was located in an arteriovenous fistula. A 7.0x100, 75cm mustan balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 18 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination revealed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A longitudinal balloon tear was identified in the balloon material. The tear stretched from the proximal end of the proximal transition zone and this extended distally for 5.5cm in total length. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The approximately 70% stenosed target lesion was located in an arteriovenous fistula. A 7.0x100, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 18 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.